Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (paf) ablation procedure with an ngen rf generator, world wide configuration and the patient suffered a stroke, sepsis, an esophageal fistula and ultimately death. It was reported there was a potential complication following the ablation procedure. A bwi representative was notified that a patient has unfortunately died 4 weeks post pvi using heliostar, they died from a stroke and sepsis. They have requested a postmortem to rule out an atrio esophageal fistula. There was not a patient impact during the initial procedure and it was not extended greater than 30 minutes due to failure. On 6-oct-2022, additional information was obtained from the physician which indicated the patient died 4 weeks after the procedure from a stroke and sepsis and a post-mortem examination performed confirmed atrio-esophageal fistula had occurred. Device evaluation details: the device investigation was completed as no service/evaluation for the unit was requested by the customer and serial number information was not available. Additional follow up with the customer determined the contributing factors were excessive energy delivered by the physician on the posterior wall (due to an insufficient number of electrodes selected as posterior wall electrodes, based on patient anatomy, and not terminating rf in time based on esophageal temperature increase) and misinterpretation of pulmonary vein (pv) anatomy, leading to excessive energy delivery in the same region of the posterior wall. Per instructions for use (IFU), there are precautions to avoid esophageal damage such as reducing energy delivered (power/time), increasing the time between ablation, visualizing the esophagus, and/or using a temp probe. A manufacturing record evaluation (mre) could not be conducted because no serial number was provided by the customer. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. An internal corrective action has been opened for further investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (paf) ablation procedure with an ngen rf generator, world wide configuration and the patient suffered a stroke, sepsis, an esophageal fistula and ultimately death. It was reported there was a potential complication following the ablation procedure. A bwi representative was notified that a patient has unfortunately died 4 weeks post pvi using heliostar, they died from a stroke and sepsis. They have requested a postmortem to rule out an atrio esophageal fistula. There was not a patient impact during the initial procedure and it was not extended greater than 30 minutes due to failure. At the point of reporting the patient adverse event, they don¿t know what the cause of death was as they are awaiting the postmortem. Additional information was received on 6-oct-2022 with additional procedure data which included the date of the initial procedure as (B)(6) 2022; dwell time 37 min; skin to skin 85 min; 19 min fluoro time. Single sensor probe used to monitor esophageal temperature; no data available on if temperature raised or not during ablation. Three single shot isolation in left superior pulmonary veins (lspv) / left inferior pulmonary veins (lipv) / right inferior pulmonary vein (ripv)+ 4 rf full session in rspv + 1 segmental +1 radiofrequency (rf) session aborted after 10 sec., may be patient moved. In total 9 rf session in rspv. In all rf sessions, they saw that only 2 electrodes were selected as posterior and this might have caused a temp raise of one the pst electrodes to its max, 55°. Ablation rate was 35ml/min, as suggested. It was reported by the physician that he didn¿t notice anything special during the procedure and anything noted in the clinical diary, so everything went well and was considered to be normal. Patient was re-admitted to the hospital 10 days post procedure because of pericarditis and they found a light pericardial effusion, but no drainage was needed, and she was discharged the same day. She presented after 5 weeks (more or less) with a very dense stroke that they couldn¿t operate on, and she died after few hours. Postmortem is not yet available, and it will take some time before having it available. The physician suggested that the coroner look for esophageal fistula. This was the doctors second session using the balloon. He went through the in-service prior to the cases to cover balloon prep and workflow. On 6-oct-2022, additional information was obtained from the physician which indicated the patient died 4 weeks after the procedure from a stroke and sepsis and a post-mortem examination performed confirmed atrio-esophageal fistula had occurred.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date of death was not provided, as such (B)(6) 2022 was entered as a best guess based on information indicating the patient passed away 4 weeks after the procedure. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).